Event description:
Clinic notes were received for the vns patient's upcoming vns replacement due to end of service. Although the clinic notes are mostly illegible, the clinical dated (B)(6) 2011, appears to indicate an improvement or no change in the seizure frequency however the seizures are "harder" when they occur. It was also indicated that "may need to adjust vns later." A note dated (B)(6) 2011, indicates the vns was ok. A review of the programming history available to the manufacturer found the last known diagnostics were taken on (B)(6) 2011 and were normal. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
(B)(6).